Event description:
The subject device was returned for analysis and it was discovered that the stent(subject device) was found to be broken/fracture during use and deployed prematurely during use. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was seen to be deployed. The stent delivery wire(sdw) was seen to be kinked. The stent was seen to be broken. The stent was seen to be deformed. The introducer sheath was returned intact. Functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deformed was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The event description indicated that the neuroform atlas stent was being used in a stenosis case which is not recommended. The neuroform atlas stent dfu states "the neuroform atlas stent system is intended to be used with occlusive devices in the treatment of intracranial aneurysms". Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis. The stent was returned in the condition of deployed, deformed and broken. The sdw was returned and found to be kinked and the introducer sheath was returned and found to be intact. Its likely when the reported resistance was felt during the procedure manipulation of the device would have caused the device damage. The as analyzed event of ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿, ¿stent broken/fractured during use¿ and ¿stent deformed¿ as well as the as reported event of 'stent difficult/unable to advance or pullback through catheter and ¿stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.